Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 18, 2022. Section h3: evaluated by manufacturer: yes. Additional information was received with the product that reported ¿not used; manufacturer defect; haptic not in place properly.¿ no further information was received. Device evaluation: visual inspection under magnification revealed that the complaint lens was received stuck inside of the original handpiece and that it was overridden by the plunger rod. The trailing haptic of the lens was also observed to be unfolded. The handpiece was disassembled, and the assembly was inspected, no issues were identified that could contribute to or cause the observed issues. The lens was removed from the cartridge and cleaned, revealing no issues with the lens. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: not applicable, as there was no patient contact with the device. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a bent haptic. The scrub tech immediately noted the haptic was incorrect prior to applying discovisc. There was no patient contact. There was no use error. The procedure was completed using another lens (same model and same power). No further information was provided.